Event description:
Same case as 2134265-2014-00058 and 2134265-2014-00061. It was reported that there was a problem with the motor drive unit's (mdu) automatic pullback function. Facility reported faulty mdu pullback function. Procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-00058 and 2134265-2014-00061. It was further reported that motor drive unit (mdu) automatic pullback failure occurred. Vascular access site was obtain through the right radial artery. During an intravascular ultrasound, an unspecified bsc imaging catheter was used in conjunction with a bsc sled. It was noted that the mdu would not pullback. Manual pullback was performed once.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. However, the unit does not display the image and the most probable root cause of the failure is a defective combo pcb board. The unit does not meet specifications for the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: MDR ID # 2134265-2014-00058 and 2134265-2014-00061. It was further reported that motor drive unit (mdu) automatic pullback failure occurred. Vascular access site was obtain through the right radial artery. During an intravascular ultrasound, an unspecified bsc imaging catheter was used in conjunction with a bsc sled. It was noted that the mdu would not pullback. Manual pullback was performed once.

Manufacturer narrative:
(B)(4).